Event description:
Additional info received via email 8-nov-2022. No patient involved. Event occurred during preliminary test.

Manufacturer narrative:
Additional info received via email 8-nov-2022. No patient involved. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a damaged input/output label, 3 cracked small knobs, loose manometer cover, cracked bottom housing and battery cover. The input manifold shifts and is loose on the bottom chassis. Functional testing was unable to duplicate the customer reported problem, other problems found with physical damages to the device which may cause intermittent cycling. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device needs an overhaul and not ventilating. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.